Manufacturer narrative:
H10: the device has not been returned for evaluation therefore, no conclusion could be made for the reported incident.

Event description:
There was a one-hour delay in the procedure. During use the flow was chocked, the highest flow not more than 3l/min., "couldn't distention of the abdomen observed."